Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. The patient had been having "issues" with their pump and had gotten no relief of their symptoms since implant. The patient reported, "it" had done nothing for her. The logs were checked and were normal with no alarms noted. The reservoir accuracy was stated as; "right on the money". Conflicting information was also reported as "later refills have been 1-2 ccs off". The patient's dose had been increased with no relief noted. The pump was used to deliver morphine. The healthcare professional (hcp) may consider a therapeutic bolus as a troubleshooting step. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.